Manufacturer narrative:
Adding UDI # (B)(4); adding implanted date: (B)(6) 2023; adding explanted date: (B)(6) 2023; adding patient identifier: (B)(6). This is a follow up report for this additional information. Device received for this event is being corrected from unknown atis implant catalog # unknown atis implant to primetaper ev ø4.2 x 15mm os catalog # 68011101. Correcting lot number from unk to lot number: 501580. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580; medical device problem code - 3190. The correct codes for this complaint are: health effect - clinical code - 1930; medical device problem code - 1863.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.